Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of pain at the ins site. The physician planned on moving the pocket to the opposite side and changing the ins but when they made an incision purulent drainage came out of the pocket. There was also purulent drainage at the back incision site when the physician opened that site. They explanted the entire system due to infection. No further complications reported.